Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and hyperglycemia. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that the patient had been hospitalized with hyperglycemia. The patient's blood glucose levels reached 500 mg/dl while wearing the pod. The patient delivered a bolus of insulin prior to going to the hospital. The patient was treated with insulin at the hospital. The patient was released from the hospital after 2 days. It should be noted that the patient was diagnosed with a bladder infection unrelated to the medical event.